Event description:
It was reported that during patient treatment, the exhaled volume dropped to zero. The received logs also include alarms for high pressure. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that during patient treatment, the exhaled volume dropped to zero. Received device logs also include alarms for high pressure. Our field service engineer confirmed from device logs that spontaneous exhaled volume and spontaneous breaths per minute dropped to zero intermittently. He inspected the expiratory cassette and found crystallized residue from the patient use on the cassette membrane. After the expiratory cassette was switched, the ventilator passed functional and safety tests to factory specifications and was cleared for clinical use after. No further issues have been reported. The evaluation of received ventilator logs shows several clinical alarms for high pressure together with alarms for restricted volume and pressure on the reported date of event (B)(6) 2019 and days before that. There was no technical error reported. The received trend log confirms the reported issue. The observed crystals on the expiratory cassette membrane may make it less sensitive to control peep and exhaled volume and, thereby, make it harder to perceive the trigger for spontaneous breathing. This could, however, not be confirmed as no part was returned. High airway pressure may, for example, be caused by mucus, patient coughing, a kinked or blocked tubing or a blocked expiratory filter. Alarms will be generated when set limits are exceeded. The conclusion in this matter is that our field service engineer found crystallized residue in the expiratory cassette and replaced the cassette which resolved the problem.

Event description:
Manufacturer ref.#: (B)(4).